Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the lcd lens scratched. The event history log was reviewed and functional testing was performed but the alarm error code 41622 could not be replicated. The root cause was determined to be contamination/dirt found at the cam sensor area. The cam sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Note: this is a resubmission of MFR report # 3012307300-2024-01071 due to issues with the submission gateway.

Event description:
It was reported the device exhibited error 41622. There was unknown patient involvement.